Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data did not reveal any record of ¿no cartridge detected alarm 163.¿ the pump correctly performed the rewind, load and prime steps without duplication of a load step malfunction. The force calibration was found to be out of specification; the force sensor was removed and tested with the resistance value found to be within specifications. There was no evidence of physical damage to the force sensor pins. Investigation did confirm nor duplicate the complaint and the pump was found to operate without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.